Manufacturer narrative:
The power supply unit (psu) was returned to resmed and an evaluation was performed. The evaluation determined that the power supply unit (psu) was defective. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.